Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm that was dispatched to evaluate the iabp. Replaced the fill port tubing along with the luer lock connector to resolve the issue. The stm then troubleshooting the monitor for the flickering problem and replaced the video receiver board, back-light inverter and lcd, however the flickering persisted. The stm then removed the coiled cable from the monitor, cleaned the connector and re-seated the cable. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
It was reported that while in use on patient the cs300 intra-aortic balloon pump (iabp) experienced issues with the pressure reading. The customer later reported to the getinge service territory manager (stm) that visited the site that the flight team crashed the iabp causing the iab fill port connector to break off, it was additionally reported that the screen was flickering. No patient harm or adverse event was reported.